Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4) the removed product was returned for evaluation. Condition upon receipt: 2 specimen cups, part number cg1000, from lot number 0210401502 received. Based on the condition of the returned product a chemical analysis could not be completed. The user indicated gentamicin or tobramycin was used in irrigation; later the patient was instructed by the doctor to use plain nasal saline irrigations which allowed the product to loosen to the point it can be debrided. A controlled sample testing with saline compared against saline and drug solutions (gentamicin and tobramycin) indicate that tobramycin may negatively impact the gel by causing the gel material to become stiff. A microscopic comparison of the tobramycin sample and the returned product identified visible similarities. The IFU states ¿do not add pharmaceuticals to this product.¿ based on the available information and the analysis finding the event was likely the result of a failure to following instructions.

Event description:
It was reported that the patient underwent two prior fess procedures for allergic fungal sinusitis (afs) and polyposis. The patient also had a complex septal deviation. A third fess procedure for recurring afs and septoplasty was performed on (B)(6) 2015. Novashield nasal packing was used (1 syringe per nasal cavity). During the patient¿s post-operative appointment, it was observed that the novashield material was very ¿gummy¿ and very much like ¿gorilla glue¿. The doctor reported the nasal packing as ¿extremely tenacious¿ and difficulty suctioning, resulting in multiple visits (5 minimum) with extended debridements and discomfort for patient. The patient was instructed to irrigate the sinuses with a saline spray along with tobramycin and steroid irrigations and although the packing began to loosen, the product was still not dissolving properly. The doctor decided to withhold the tobramycin as he was not sure if that was contributing the tenacity of the residual packing. The doctor later reported that he was able to remove most of the product without surgical intervention; however, at a later visit the patient was still experiencing discomfort. Utilizing a flex-scope, the doctor visualized product still remaining in the approximate region of the maxillary sinus. One month post-op, on (B)(6) 2016, the patient was taken back to the or and a large amount of non-dissolved packing was removed. The patient will require treatment for crusting of healing mucosa.